Event description:
It was reported that the tps handpiece cord caused the micro oscillating saw to run without user activation during a routine equipment eval at the user facility, performed by a MFR's service tech. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The cord has not yet been returned to the MFR for eval. A f/u report will be submitted if the product is returned and if the investigation results require.